Event description:
A caller reported experiencing a tandem mobi cartridge alarm during the load process. There was no adverse impact on the customer's blood glucose level. Technical support instructed the caller to remove the cartridge and deliver a bolus, which completed successfully. However, attempts to reload the original and new cartridges were unsuccessful due to the recurrence of the alarm. The issue had previously occurred in december, but the customer did not believe the pump was at fault. After initially using the same infusion set, the customer successfully reloaded a cartridge using a different tubing and site. The customer was advised to monitor the system and reach out if the issue recurred. Technical support arranged for the delivery of replacement cartridges and an infusion set at the customer's request.